Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy in dwell 2/4. Per the home patient (hp), one of the supply bags came undone. Product surveillance contacted the home patient who stated the spike disconnected from the 1.5% solution bag. The home patient denied any difficulty spiking the bag and did not note any damage to the bag or cassette. The home patient completed therapy via manual exchange. Samples were discarded and lot number information is unknown. No patient injury or medical intervention reported. No additional information available.